Event description:
State agency is alerting all nursing facilities to a potentially lethal environmental situation involving resident beds. Two recent separate events have occurred in which residents suffered injury or death by being lodged between gaps in the mattress and bed frame or bed rail. In both incidents the residents fell into the gap, became trapped and stopped breathing. In one of the incidents, an improperly tied soft restraint contributed to the resident's death. In each case the resident suffered a movement disorder and required side rails to be up and locked in place. In both incidents the residents were able to push the bed mattress from the center of the bed up against the side rail causing a gap of at least five inches between the mattress and the bed frame. In one incident the resident lodged between a gap that had also occurred between the bed frame and rail. Agency is encouraging all nursing facilities to inspect each bed frame and rail construction in facility and provide any corrective measures required to prevent similar incidents.